Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745, (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient's ins is currently depleted. Caller reports for the past 1 month, the controller is displaying incorrect ins charge level intermittently, no error message is seen. Caller reports patient would charge ins to 100%, overnight ins has drained to 0%, normally ins charge level would last about 7-10 days. Caller reports patient has been charging for the past 20 minutes and the ins charge level has not moved up. Caller reports he is keeping the controller lit during the 20 minutes. Suggest letting the controller goes to sleep when charging. Suggest once ins has enough charge level, interrogate and check recharge interval.